Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The complaint regarding a piece of the instrument jaws being burnt and melted was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted bilateral inguinal hernia surgical procedure, some of the insulating plastic at the base of the jaw of the fenestrated bipolar forceps instrument appears to have burnt and melted. No falling objects or sparks during surgery, and no health hazards to the patient. Generator viodv effect 3 used. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no arcing was observed. The generator was viodv effect 3. There was no injury to the patient. The instrument was inspected prior to the procedure and no damage was observed. The instrument was correctly connected to the energy cable.